Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded drive support disk. The insulin pump was received with a scratched display window corner, cracked case display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
Customer reported that he received an alarm on his insulin pump during prime process. Customer stated that the drive support cap on the device is protruded. Customer stated the insulin pump was not dropped or bumped. Blood glucose level 147 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.